Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the alleged complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the healthcare professional/reporter in (B)(6), the pharmacist, contacted lifescan to report the one touch veriopro meter was giving inaccurately high readings compared to another meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 the patient obtained the blood glucose reading of 173 mg/dl on the reported meter, and a reading of 123 mg/dl on another meter, a one touch ultraeasy meter, within 30 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient took the action of taking one additional tablet of the oral diabetes medication novonorm (repaglinide); he did not seek any medical attention or treatment. Troubleshooting revealed the patient's technique of cleansing the puncture site prior to performing the fingerstick was incorrect, which can contribute to inaccurate readings. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. This complaint was initially not reportable based on the following conclusion: the patient experienced no symptoms and denied seeking medical attention. Although the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being ruled out based on the incorrect testing technique. Lifescan (lfs) received the test strips involved with the complaint and completed device evaluation on 01/14/2013. The returned test strips failed investigations: the control solution test was above range with the returned test strips. This complaint is now being reported due to the failed investigation results. Lifescan received the meter involved with the complaint on 1/17/2013 but have not completed investigations.